Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had problems with the stimulator since implant. The patient said she was in a lot of pain with it. The patient said the pain was so bad her toes curl, so she knows something is wrong. The patient stated since implant, the vibration, even if it is low, hurts ¿like a shock feeling down low.¿ the patient mentioned she only feels pulsating on one side, and not on the left side at all. The patient was instructed by a manufacturer representative (rep) to keep stim on b until the follow up appointment. The patient then stated she was dismissed by the healthcare programmer (hcp) after 2 weeks post-op. The patient said that stim was on group b and only on the right side. During the call the patient changed to group c. The patient initially stated she didn¿t feel stim and said the controller would not allow the patient to increase/decrease stim. The patient was able to resolve the issue and increase stim to 2.2 and only felt stim only on the left side. The patient changed to group a and stated she could only feel stim on the right. The patient was redirected to their hcp for reprogramming. The patient mentioned she wished the device wasn¿t put in. The patient wanted a list of physicians so the patient could have it taken out. The reason for implant was due to a work injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.